Manufacturer narrative:
The problem was due to a component failure (panel pc). After the replacement of this component, the laser system restarted to work correctly.

Event description:
The laser system has the following problem: "panel pc failure". No adverse effects to patient were reported.